Manufacturer narrative:
A stereotactic biopsy procedure was performed on (B)(6) 2016. The patient was bleeding heavily after ten tissue samples were acquired. The treating physician applied compression for 45 minutes and achieved hemostasis. As a standard practice post biopsy procedure, a pressure dressing was applied and the patient was discharged. The patient later began to bleed and passed out at home. The medics were called and the patient was transferred to the ER. The patient was given fluids, re-bandaged and was discharged. The patient returned to the clinic on (B)(6) 2016 for post clip mammogram to verify marker placement. Based on follow-up information from the treating physician, the patient's use of aspirin and elevated blood pressure could have contributed to the event. However, we are unable to confirm based on the event description. The treating physician also confirmed that the biopsy had a positive pathology result. The device was discarded by the customer, which prevents a full analysis of the device and its relevance to this event, but it is unlikely that the device was a direct contributor. However, due to the patient consequence of bleeding that required additional intervention to reduce patient health risk, we are submitting this medwatch report pursuant to 21 cfr 803. Device discarded by customer.

Event description:
The sales rep reported a bleeding complication during a stereotactic biopsy case where ten breast tissue samples were collected. The patient had a blood pressure of 170/90 and was taking aspirin. After the procedure, the doctor held pressure for 45 minutes and received hemostasis. A compression bandage was place and the patient was discharged. Once home the patient began to bleed again and passed out. The paramedics were called and the patient was transferred to the ER.